Manufacturer narrative:
(B)(4). Insulin pump received with operating currents within specification. Insulin pump passed selftest, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms noted. Insulin pump received with the no delivery alarm functioning properly. No traces of moisture noted at electronic assemblies or motor assemblies per visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was malfunctioning. The insulin pump was not delivering insulin. They received a no delivery alarm. Troubleshooting was performed. The customer cleared the alarm and already tried two sets but was still not getting insulin. The customer¿s blood glucose during the event was 364 mg/dl. The insulin pump will be returned for analysis.